Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified aorta. A 33/7/2/100 equalizer balloon catheter was advanced for endovascular aneurysm repair (evar) apposition. However, on initial inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.